Event description:
It is reported that the articular surface shims are missing ball bearings.

Manufacturer narrative:
These devices are used for treatment of patients. Visual examination of the returned product confirmed that one or both ball bearings and their associated springs were missing from persona tasp shim, 10mm cd, 12mm cd, 14mm ef. The swage widths were found to be variable and minimal in some sections. Both shims have the ball missing on the same side of the shim by the 10mm engraving. No visible evidence of product abuse is present. Investigations have identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that the user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on dec. 11, 2014. FDA recall 1-1052-3026 contains all tasp shim lots.